Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported performa nano system blood glucose result of 6.9 mmol/l and second accu-chek system result of hi, which on the system indicates a result in excess of 33.3, within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips. Lot not provided.